Event description:
It was reported that during a pulsed field ablation (pfa) procedure to treat atrial fibrillation (af) a farawave 31 mm ous catheter was selected for use. However, the guidewire stuck. The physician decided to replace the catheter and the issue was resolved. The procedure was completed. No patient complications were reported. The device is expected to be returned for laboratory analysis.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.